Event description:
Reference number (B)(4) event occured in the united states. It was reported that the patient experieced bent cannula event on (B)(6) 2026.the blood glucose level was 535 mg/dl. No further information is available.